Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that there was an operation test and monitoring failure due to malfunction of dfm100 module ECG+spo2+nbp+co2 (453564489161). The dfm100 module was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of dfm100 module. The root cause of which could not be determined. The reported problem was confirmed.

Manufacturer narrative:
The investigation summary verbiage is updated as below: any alleged device malfunction is investigated by philips, or our authorized service providers, through remote, repair-center, or field (onsite) service. The device or accessory is assessed for wear, damage, and functionality, and any cleaning, calibration, repair or replacement is carried out as necessary. Certain products and accessories, including dfm100 module ECG+spo2+nbp+co2 (453564489161) involved in this case, are subject to wear and tear and may require occasional replacement. Thus, these are replaced but not routinely retained for further analysis. Philips monitors all spare part consumption for potentially adverse trends and would investigate any unanticipated increase in demand. If a trend is discovered, philips triggers a process that requires the return of the affected spare parts from the field for further analysis. Furthermore, all complaints and failures are incorporated into post-market surveillance and additional investigation is initiated if a trend is discovered through periodic monitoring. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of dfm100 module. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse determined that the dfm100 module was replaced, and the device returned to full functionality. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the defibrillator indicating that the device had operational test and monitoring failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.